Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that there were scratched on the scope, was confirmed. It was further found that the outer tube and distal tip were damaged. Further, the lens were found to be separated due to defective gluing. The device was repaired using spare parts, tested and found to be working according to specifications. User mishandling if the most probable root cause of the physical damage to the device and the defective gluing. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the customer that during testing of hd epscp scopes, it was observed that there were scratches on the scope. During in-house engineering evaluation, it was determined that the lens on the device were found to be separated due to defective gluing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.